Event description:
Tip of primary IV tubing broken off into y-port when prepping to give patient a medication creating potential for an unsafe event. IV tubing removed from room and labeled for management review. Manufacturer response for IV tubing, (brand not provided) (per site reporter) following this issue since (B)(6) 2022, meeting with baxter every other week, sending samples whenever possible.